Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9508480. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the chinese health authority, in the morning of (B)(6) 2025, the patient visited the emergency department. After vascular patency, it was found that the patient had severe stenosis in the v4 segment of vertebral artery. Balloon dilatation was performed. The degree of vascular stenosis was relieved, which still had an effect on the blood flow. The 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9508480) was released at the stenosis of the v4 segment. The vascular reconstruction device and delivery system were used. ¿the microcatheter was over-selected to the distal end of the lesion site. The stent was to be delivered and released through the microcatheter. The introducer was well connected to the proximal interface of the microcatheter. The stent was delivered. The stent was continuously pushed after entering the microcatheter. The stent was impeded in the middle section of the microcatheter.¿ the physician continued to advance the stent after withdrawing it a little, but resistance was still felt. The physician immediately retracted the stent. It was reported that when the stent was retraced into the introducer, ¿no stent was found.¿ the stent component had prematurely separated from the delivery wire. The stent component was left at the proximal interface of the microcatheter. The stent was reported to be damaged. The physician immediately replaced the stent and successfully completed the procedure. There was no report of any negative impact ton the patient. On (B)(6) 2025, additional information was received. The information indicated that the procedure was an angioplasty. The stent was reported to separate from the delivery wire; other information regarding the damage observed could not be obtained. The replacement stent was another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712). The information indicated that the concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / 31577265). The information indicated that the microcatheter was removed from the patient and a second stent, another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712) was used with the original microcatheter to complete the procedure which was prolonged by about 15 minutes. The delay was not considered clinically significant. No negative impact on the patient.